Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the attempted implantable pacing lead exhibited ¿twisting of the probe fixation¿. A new lead was implanted in its place. No patient complications have been reported as a result of this event.